Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d4, h4, h6.

Event description:
Healthcare professional reported a xen®45 gts event described as during implantation in left eye the injector jammed and the xen implant was damaged. Surgery was completed with second xen®45 gts device. Patient was diagnosed with glaucoma in both eyes. Device has been discarded.. No eye injury noted.

Event description:
Healthcare professional reported implantation in left eye. Patient was diagnosed with glaucoma in both eyes. Device has been discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data:a2, a4, b2, b3, b5, b7, h6

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen®45 gts event described as during implantation in unknown eye the injector jammed and the xen implant was damaged. Surgery was completed with second xen®45 gts device. No eye injury noted.